Event description:
The manufacturer received information that a trilogy evo, o2 was returned to the manufacturer's service center for completion of preventative maintenance. There was no patient involvement, and no harm or injury reported. Preventative maintenance was completed on the device as per maintenance schedule. The device failed during pre-test for system leak verification: pressure drop over 10s. It was reported the in-line proximal filter was replaced to address the issue. The device passed final testing and was confirmed to operate properly. Additional findings not related to the malfunction/issue: since noise was confirmed, the blower was replaced.

Manufacturer narrative:
The reported failure of pressure verification system pre-test; system leak verification: pressure drop over 10s is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.